Event description:
Cusotmer reports obtaining reuslts of 128mg/dl; 338mg/dl, 121mg/dl within 10 mins on the same device. Customer also reports a different comparison with results of 124mg/dl, 235mg/dl. And 158mg/dl within 1 min on the same device. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.